Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by abdominal cramps, constipation, and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. On an unknown date during hospitalization, the patient began treatment with vancomycin intraperitoneally (dosage, frequency, and duration not reported), cefazolin intraperitoneally (dosage, frequency, and duration not reported), and zosyn intravenously (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, therapy with intraperitoneal vancomycin and intraperitoneal cefazolin was discontinued and on an unknown date during the hospitalization, therapy with intravenous zosyn was discontinued. Beginning on the day of hospital discharge, the patient began treatment with oral levaquin (dosage, frequency, and duration not reported) for the peritonitis event. Treatment with oral levaquin was ongoing. Dianeal and extraneal therapies were ongoing. After nine days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.